Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this atrial lead had noise which was causing oversensing and inappropriate pmt and atr events. During the explant, the lead appeared to have a fracture.